Manufacturer narrative:
(B)(4). Device evaluation not possible as device was disposed of.

Event description:
It was reported by a customer complaint that the patient was treated by paramedics due to an incident of low blood glucose. The patient was involved in a traffic incident. The paramedics who responded measured the patient blood glucose as 24 mg/dl. The paramedics administered glucose and d50. The patient was transported to the emergency room and released later that evening.